Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a pump notification resulting in a bolus not delivering. The customer's blood glucose (bg) level was 298 mg/dl. During troubleshooting with tandem technical support, the issue was resolved and the customer was able to deliver a bolus.